Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a pump system being used to deliver unknown drug at an unknown concentration/dose for non-malignant pain and chronic low back pain. It was reported the pump was removed about a year ago. The pump did not give much pain relief. The doctor tried different doses, but nothing would work. The pump began pointing out of the patient's skin and was very painful. It was noted that "it felt like it was going to poke through the skin." Information was requested regarding the name(s), concentration(s), and dosage(s) of the drug(s) delivered by the pump, the event date, diagnostics performed and their results, cause of the event, and patient outcome. A supplemental report will be submitted if additional information becomes available.